Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged white powder in the filter of device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer confirmed the device dreamstation 2 (d1313518046278) is not part of the recall res88058. The report MDR 2518422-2022-43899 was filed incorrectly.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer previously received the allegation regarding the auto CPAP seeing the white powder saturated in the filter. The device was returned to the manufacture's quality product investigation laboratory (pil) for furthur investigation, duing the external investigation pil has observed the outlet and inlet port, blower and blower box of the device has been contaminated, heavy amount of white powder cake at inlet filter and air inlet. Pil conclude that the white powder contaminating the device which was originating from an external source, not related to the device. The unit was scrapped.